Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and unexpected restart after putting new battery. Customer¿s blood glucose level was advised as 395 mg/dl. Customer declined to troubleshoot for high readings. The customer stated that she put a new battery and got a unexpected restart alarm, suddenly when she's checking for basal settings, pump just rewound. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.